Event description:
It was reported that the patient had high impedance on a diagnostic test and recently had an increase in seizures. The patient was admitted to the ER for the seizures on (B)(6) 2012. No manipulation or trauma was suspected and x-rays will not be performed. The device has not yet been programmed off. The patient has since been referred for surgery; however surgery has not occurred to date. No additional information was provided.

Event description:
Clinic notes dated (B)(6) 2013 indicated that the patient underwent surgery on (B)(6) 2012 and a large neck abscess was found. The abscess was drained and the generator and electrodes were removed with the exception of about 1 cm of the most distal electrode. Attempts to have the product returned for analysis have been unsuccessful to date.

Event description:
It was reported that the patient underwent device explant in 2012; however, the exact date was unknown. It was reported that the patient had been referred for device reimplant. It was reported that the patient had a strange lump on his neck and was lost to follow-up for a while. Further follow-up revealed that the patient was scheduled for lead revision surgery in 2012; however, at the time of the surgery it was noted that the patient had a large lump on the right side of his neck and the surgery was cancelled. It was reported that the patient later underwent device explant and that the patient was not reimplanted due to the lump on the right side of his neck. The lump was a believed infection from a cranial surgery the patient underwent. It was reported that the infection was not related to vns therapy. It was reported that the patient is unreliable and was lost to follow-up. Clinic notes dated (B)(4) 2013 noted that the patient contracted (B)(6) in the hospital and had the vns system removed in (B)(6) 2012. It was noted that since then the patient's seizures have worsened in frequency and severity and that patient would like to discuss having a new vns system implanted. Analysis of the programming history showed that the generator was programmed off on (B)(6) 2012. Reimplant is likely; however, has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the device was destroyed and will not be returned to manufacturer for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.